Event description:
The hcp reported a diagnosed an inflammatory mass (im) on a high concentration morphine pt. The pt began to have decreasing analgesia for about six months and then reported some mild neurological symptoms. A cap contrast injection caused some radicular pain, and a CT myelogram showed a catheter tip im. The pt also had an MRI that showed the lesion. The catheter tip and im are at about the t-11 level. The hcp plans to remove all drug from the pump's reservoir and replace it with saline, rather than removing the catheter and placing another. The drugs contained in the pt's pump are morphine sulfate and clonidine (unknown concentration/dose). Additional information has been requested, but was not available at the time of this report.